Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo showed the product clamped in the mechanical device. A water puddle below the filter was visible. The reported condition was verified. The most likely cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a u9000, an external fluid leakage was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.